Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: due to corrosion on plug unit, e216 occurred. Due to corrosion on upd board unit, upd image temporarily disappeared. The cause of the investigation findings is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited scope communication error code e216 and the endoscopic position detecting unit (upd) image temporarily disappeared. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the updated results of the final investigation. Updated fields: h11. In addition, the following reportable malfunction was identified during the device evaluation: no display/image. A root cause could not be identified. Based on the results of the investigation, the likely cause of the malfunction was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.